Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported the infusion tube disconnected from the headset when he was sleeping. He believes he might have pulled on the tube, and he discovered an insulin leak when he woke up and realized it was disconnected. No adverse event was reported. The alleged product is not available to return for evaluation.